Event description:
It was reported that the patient's had blood glucose (bg) values that dropped to 30 mg/dl. The patient had a diabetic seizure and lost consciousness. A ambulance arrived to render help. For treatment, the patient was given intravenous (IV) of b51 and glucose gel. The patient had their vitals checked. No further details to report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.